Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 3ml s/su experienced molding defects -short shots on barrel which was noted prior to use. The following information was provided by the initial reporter: 200 syringes bd 3 ml was bought and was observed that each 4 units, 1 had defective. It has a high relief near the exit of medicine, making it difficult to use it. In the fup by email, customer related that "for a while there are 30 units of damaged syringes . As the doctor identified the defect, he was separating it."

Manufacturer narrative:
H.6. Investigation summary: DHR was evaluated and the maintenance occurrence sap #602559938 potentially related to the defect was observed. The sample provided and batch history were analyzed, and it was possible to observe barrel damaged. The possible cause for this is a failure at the syringe assembly station which caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: - perform synchronism adjustment on the transfer disk; - create a poka yoke to ensure staying in the correct position. - design new top disc guide after leak test. - make top disc guide after leak test. - design new bottom disc with accepted angle for cylinder entry. - make lower disc with accepted angle for cylinder entry. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe plastipak 3ml s/su experienced molding defects -short shots on barrel which was noted prior to use. The following information was provided by the initial reporter: (B)(4) syringes bd 3 ml was bought and was observed that each (B)(4) units, (B)(4) had defective. It has a high relief near the exit of medicine, making it difficult to use it. In the fup by email, customer related that "for a while there are (B)(4) units of damaged syringes . As the doctor identified the defect, he was separating it."